Event description:
It was reported that this patient has received two inappropriate shocks due to oversensing of noisy signals. The system was reprogrammed to primary sensing vector. No adverse events were reported.